Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual analysis revealed that the outer conductor coils were deformed and there was blood/body fluid and tissue noted entwined in the helix. The tissue that was entwined in the helix appeared to have been the root cause of the higher impedance measurements. Once the tissue was removed, the lead passed electrical testing.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant as it displayed high out of range pace impedances greater than 2,000 ohms. This observation was seen when the lead was connected to the pacing system analyzer (psa) and the generator. No adverse patient effects were reported.